Event description:
It was reported that the customer had button error alarm on his insulin pump. Customer stated that he had issues with his reservoirs because they keep slipping out of the pump. Customer stated that there was a recall about it, but he never called in. Customer stated that the drive support cap is coming out of the pump. Customer stated that he does not know if he wants to get a new pump yet. Customer stated that he will call back. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).